Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site, the pod's cannula was found to be dislodged and it appeared to be bent and the site appeared red and was itchy. As treatment, a new pod was placed.